Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented after receiving a shock. The device was interrogated and was found to be in storage mode with single zone shock therapy and non-programmable brady pacing therapy available. Additionally, the model number of the device displayed as a different model number. Boston scientific technical services (ts) discussed the model number reverts to a difference model when the device goes into reset. It was reported the patient had undergone a non-device related procedure and may also had received radiation therapy. The patient was admitted to the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.